Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that three closure tops were stripped during final tightening. Other closure tops were used to complete the procedure. There was a 30 minute delay to the procedure without patient impacts. This is report one of three for this event.

Event description:
It was reported that three closure tops were stripped during final tightening. Other closure tops were used to complete the procedure. There was a 30 minute delay to the procedure without patient impacts. This is report one of three for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection. The returned device matches the information in the complaint file and was examined. Visual inspection revealed the screw is stripped. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. Device usage. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference reports 3012447612-2023-00301 through 3012447612-2023-00303.